Manufacturer narrative:
UDI: (B)(4). Samples was received for evaluation. Review of the history device records for the valve was not possible as the lot number was unknown. Failure analysis- the valve was visually inspected; no defects were noted. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm the programming problem reported by the customer. The possible root cause for valve cannot be adjusted could be due to skin thickness exceeds capability of adj tool due to valve being place in non-optimal location. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the certas valve failed to change the setting: the valve was implanted via lp-shunt on dates between (B)(6) 2020 with an initial setting of 5. However, walking difficulty and incontinence were observed, and an attempt to change the setting was unsuccessful. On (B)(6) 2020, another attempt to change the setting was made by neodymium magnet under fluoroscopy but it also could not be changed. The position of the valve was confirmed with etk, and it showed that the valve was placed more 1cm from the etk. Therefore, it was removed on (B)(6) 2020, and the valve was not replaced as of today. No surgical delay was observed.